Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer's blood glucose level. Customer received instructions to remove the pump from its case and try pressing the button again, which did not resolve the issue. Consequently, technical support arranged for a replacement pump. The customer declined to share an alternate method of insulin therapy.